Event description:
It was reported that the patient had a clinic visit and programming showed the device battery voltage was 2.06 volts and impedance was over 28,000 ohms. It was questioned if the device had early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. The premature battery depletion could not be confirmed due to insufficient data resulting in inconclusive analysis. Preliminary analysis of the device revealed a no output and no telemetry condition. Longevity testing was not performed due to insufficient data. The device was milled open for analysis and visual inspection showed no anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.